Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she does not believe she was receiving insulin from her insulin pump since her blood glucose has exceeded 600 mg/dl for the past three days. She attempted to treat with an insulin pump bolus but her blood glucose remained high. The customer changed her infusion sets twice since the onset of her hyperglycemia. She found that her infusion set cannulas were straight. The customer also mentioned that the up button on her insulin pump will not respond unless it is pressed very hard. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
All buttons functioned properly, however moisture damage was found on keypad traces. The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected restart test and all operating current test were normal. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.